Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the t1 is off the needle but still attached to the suture. The t2 and suture are still in place on the needle. The actuator is in the pre-t1/post-t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after the t1 of the fast fix device was deployed the t2 deploy prematurely. Both t implants were removed from the patient using tweezers. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.